Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their heartmate ii device deactivated on (B)(6) 2021. The patient had uncontrolled gastrointestinal bleeding and went home on hospice care. Esophagogastroduodenoscopy (egd), colonoscopy, and capsule studies were reported as diagnostic testing used. The device operated as expected. The family made the decision to turn off the patient's heart pump, and the patient passed away 5 minutes after it was turned off.